Event description:
One of two electric motors for this bed utilized at a local skilled care facility overheated causing the plastic housing to melt and produced products of combustion and flames to the object of origin -housing and air mattress- in the patient's room and adjacent hallway. The patient was not in the bed and the fire was extinguished by staff with a dry-chemical extinguisher. Motor information: make-vonweise gear motor; model -v05679dk76u; bed information: make-invacare, model - 720-3m76pr. Diagnosis or reason for use: patient bed.